Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that this morning at 8:15 they had a ¿left shoulder mr and thoracic images of my leads for my stimulation system at the same time¿. The patient then drove 80 miles to meet with a stimulation technician and while in the waiting room at that office they started hearing the pump alarm. The alarm was ¿about every 10-15 minutes and sounds like a truck backing up¿. While on the call, the agent heard the alarm, and it was a dual-toned alarm. During the call, the agent assisted the patient in opening the myptm app on their handset and the patient confirmed ¿service code 100 ¿ pump motor stall¿. The patient stated that usually there was a company representative there to look at it, but today there wasn¿t anyone. The patient was redirected to their healthcare provider to have the pump checked.